Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer keeps getting large air bubbles in the reservoir. Customer has changed lots, sites, and replaced the insulin pump. Customer has gone over multiple troubleshooting scenarios. Customer continues to have the same issue and the insulin has been changed. Customer stated that she loosened the reservoir and was told not to by the helpline. Customer also fills the reservoir with an insulin pen. Customer was told that this is off-label use and this could be the cause of the issue. Customer will talk to their health care provider about possibly using a vial of insulin instead of an insulin pen.